Manufacturer narrative:
Unit was received with completely broken reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked case at reservoir tube window corner, and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump's reservoir opening had a crack. The reservoir would not stay. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.